Manufacturer narrative:
The device was discarded by the user facility. The lot number was not provided; therefore, a device history record could not be provided.

Event description:
A report was received from a user facility in the USA stating the cannula of the entry site system unexpectedly disengaged from the trocar during a procedure. The pt subsequently developed a choroidal hemorrhage. The pt status is unknown at this time, though additional info has been requested.